Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. Helix was retracted and dries body fluid and possible tissue was noted in the helix housing. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Helix mechanism test could not be performed due to dried blood/body fluid. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. E1: initial reporter phone number is + (B)(6); reported here as phone number exceeded character limit for designated field. Follow up (additional information) this report is being submitted to update section b5, h1 and h6 codes. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant on (B)(6) 2025. The physician noted helix extension issues with high out of range pacing impedance measurements and high pacing thresholds. The physician tried multiple position attempts but there was no improvement. Therefore, the physician performed a second puncture in the left subclavian vein to place a new lead. The procedure was successfully complete. No additional adverse patient effects were reported. This lead was already returned to boston scientific.

Manufacturer narrative:
Follow up (additional information) this report is being submitted to update section b5, h1 and h6 codes. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant on (B)(6) 2025. The physician noted helix extension issues with high out of range pacing impedance measurements and high pacing thresholds. The physician tried multiple position attempts but there was no improvement. Therefore, the physician performed a second puncture in the left subclavian vein to place a new lead. The procedure was successfully complete. No additional adverse patient effects were reported. This lead has not been returned to boston scientific.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant. The physician noted helix extension issues with high out of range pacing impedance measurements and high pacing thresholds. The physician tried multiple position attempts but there was no improvement. Therefore, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned to boston scientific.